Event description:
It was reported that the carts are rusting.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Confirmed. Supplied pictures confirm rusting on the carts. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reportable failure could be using the incorrect cleaning detergent/procedure.